Event description:
It was reported "during removal, the metal part inside the balloon broke". Additional information states that the catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on the iabc bladder; the sheath was noted buckled. Dried blood was blood was noted in the sidearm. Damage was noted to the sheath, consistent with being punctured, at approximately 10.4cm from the extrusion tip. The one-way was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central was noted at approximately 59cm from the iabc distal tip. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The teflon sheath was noted to be on the iabc bladder membrane, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, an attempt to move the teflon sheath towards the iabc bifurcate was unsuccessful. While attempting to remove the sheath from the iabc bladder, additional damage occurred to the teflon sheath, by accident, due to sample handling. The sheath hub completely separated from the extrusion from handling; the sheath extrusion remained stuck on the iabc bladder and was unable to be moved. Due to the additional damage during the investigation, functional leak testing was unable to be performed. As a result, the remaining bladder was closely inspected. No bladder leak sites were noted. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.1cm from the iabc distal tip. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. The reported complaint for iab removal difficulty is confirmed. Upon return, the sheath was stuck on the iab catheter bladder. During the investigation, the teflon sheath was damaged and could not be removed from the iabc bladder. Furthermore, blood was noted within the iabc bladder during the visual inspection. It could not be confidently determined what caused the blood to enter the helium pathway. A damaged iabc and/or blood in the helium pathway can result in difficulty removing the iabc from the patient. Additionally, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. It could not be confidently determined which damage occurred first and/or during removal. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in helium pathway. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.